Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, ec110 was not reproduced. A review of the event history log revealed 'system error 110 - pic counts per cam error' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an system error 110 ( pic counts per cam error) occur during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.